Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a bilateral case of thicker than programed corneal flaps occurred during a lasik procedure. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye

Manufacturer narrative:
During onsite visit the field service engineer (fse) performed a re-flash of the controller firmware and recalibrated the system to improve the flap optical offset. The fse also advised customer to keep the patient interface packages in the same surgery room temperature as the laser. The fse then tested the system and verified it to meet specifications prior to departure. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No additional patient information is expected. The root cause of the reported event can be attributed to the controller firmware (B)(4).